Manufacturer narrative:
Refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.

Event description:
It was reported that during a bph surgical procedure ¿end firing¿ was noted. The fiber was exchanged and the procedure was completed by utilizing the second fiber. ¿no injury¿ to the patient reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits mild detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
The first fiber: 50,000 joules of use and 5 minutes. The fiber tip (cap) was cleaned during the procedure.